Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via left superficial femoral artery. The 70% stenosed target lesion was located at the moderately calcified and mildly tortuous left superficial femoral artery. A 6.0 x 80, 135cm mustang balloon dilatation catheter was used to predilate the target lesion. Upon the first inflation, the balloon ruptured at 24 atmospheres. The balloon was retrieved intact. Procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified no issues. An examination of the balloon found no tears or holes in the balloon material. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. Using the same encore, a vacuum was pulled and the balloon deflated with no anomalies noted. The balloon was inflated and deflated from its rated burst pressure on three more occasions and each time the balloon inflated with no leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via left superficial femoral artery. The 70% stenosed target lesion was located at the moderately calcified and mildly tortuous left superficial femoral artery. A 6.0 x 80, 135cm mustang balloon dilatation catheter was used to predilate the target lesion. Upon the first inflation, the balloon ruptured at 24 atmospheres. The balloon was retrieved intact. Procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was fine.